Event description:
Patient reported that one of their top teeth is not aligned with the other tooth. Patient evaluated for tipping of #9. Confirmed that tipping is present and rest period initiated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.